Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient had an operation scheduled sometime after (B)(6) 2018.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708660, serial# (B)(4), ubd: (B)(6) 2021, UDI#:(B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that after the patient's implant procedure, two extensions were too short and there was a need to replace them with longer ones. The patient was currently hospitalized from the surgery, and the replacement procedure was expected to occur this week. The cause of the issue was unknown. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.